Manufacturer narrative:
H3: the guidewire was returned still inside the of the catheter. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis noted that as received, the guidewire was protruding out of one of the catheter¿s distal dispensing hole. Analysis identified an anomaly to the guide wire regarding having been bent in three locations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient with an implantable pump. The type of drug in the pump at the time of the event was indicated as none. It was reported that the physician was trying to implant the new catheter and was having some complications. He had his needle placed and we worked to get good cerebrospinal fluid flow (csf) flow for the catheter to be fed through. During one of the attempts, they noticed the stylet started to poke though the catheter. The catheter was never implanted. Instead, they then used back up product (new catheter) and had a successful procedure. The issue was resolved as of 2024-sep-25. Regarding factors that may have led or contributed to the issue, it was noted that several passes through the needle, may have caused some damage. The catheter was to be returned to the manufacturer. No patient symptom was reported.

Manufacturer narrative:
H6 correction: the device code a150205 was previously indicated in error and has been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.